Event description:
The reporter states that the accu-chek comfort curve strips were due to expire in 2008. The MFR expiration date is 08/31/2004. No adverse event reported. No third party intervention required. The reporter was not aware that the accu-chek comfort curve strips were expired. New sys sent and return requested.